Event description:
Bd insyte autoguard 20g x 1.16in IV catheter would not advance upon IV insertion. IV cath and needle removed. Catheter 5mm shorter than before IV insertion attempt. When safety retraction button pushed during withdrawal nurse suspects 5mm of catheter broke loose inside of patient¿s vein. Staff found another faulty catheter of a different lot number.